Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized on two occasions for diabetic ketoacidosis. No blood glucose levels were reported. The customer stated she thought she was getting insulin on both occasions, but she stated she wasn't. Nothing further was reported.